Event description:
It was reported that during follow up, several episodes of noise and one epidsode of inappropriate therapy was seen on the device. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.